Event description:
Servo ventilator stopped ventilation while display on the screen read technical failure 10 and 12. Two nurses were in the room and immediately supported patient with 100% of oxygen with manual ventilation until respiratory therapist arrived and replaced ventilator.